Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 5.

Event description:
Reference number: (B)(4). Event occurred in brazil. It was reported that patient faced bent cannula event on 15-feb-2026. Blood glucose level was 467 mg/dl and was treated with correction bolus via pump. No further information available.